Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high defib impedance. No intervention was performed. The physician will continue to monitor the patient.